Event description:
A report was received from an employee that she was informed by an employee at another facility that 2 years ago, that the facility had an eye splash with cidex opa. A customer care center (ccc) associate contacted the 2nd facility. The ccc associate reviewed the cidex opa, msds as well as use of personal protective equipment (ppe) with cidex opa with the customer. The customer had a current copy of the product msds. A subsequent follow up with the 2nd facility revealed that there were two cases of eye splash involving two nurses that occurred approximately two weeks apart. In each case, the nurse in the ent clinic was transferring a scope in a cart. The scope was in a container filled with cidex opa and the solution splashed into the eyes of the nurse. The nurse was not wearing any ppe. The clinic did not have ppe available. The customer also stated the clinic did not have any eyewash stations in the area where the splash occurred. Approximately fours hours after the eye splash, the nurse experienced a burning sensation in the eyes, and went to occupational health clinic. The customer does not know the outcome of the event, and will complete the human reaction form to the best of his knowledge. We are awaiting the information. This is the report for the first nurse.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history by problem code, and failure mode and effects analysis. No lot # was provided; therefore, a batch record review was not performed. A review of the complaint history from august 2009 to september 2010 for cidex opa solution with the problem code "hr - eye burning" did not reveal any significant trends. The cidex opa fmea (failure mode and effects analysis) was reviewed for risks associated with eye contact. The overall fmea risk score was below the threshold of (B)(4). The cidex opa solution IFU (instructions for use) and the msds (material safety data sheet) states use of gloves of appropriate type, eye protection and fluid-resistant gowns. In case of eye contact, immediately flush eyes with large quantities of water for at least 15 minutes and to seek medical attention. The IFU regarding use of appropriate ppe (personal protective equipment) when handling devices being disinfected in cidex opa solution was not followed. No product was returned. No further action is required. Asp will continue to monitor for trends.

Manufacturer narrative:
Reference: 2084725-2009-00515.